Event description:
A talent and valiant stent graft systems were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The thoracic neck was funnel-shaped which was larger at the carotid artery than at the subclavian artery. Currently the proximal thoracic aorta is 42.2 to 44.5 mm in diameter. The ascending thoracic aorta is 39.6 mm distally and proximally. The descending thoracic aorta is 32.6 mm proximally and 31.5 mm distally. It was reported that the patient recently presented on follow-up with a type I endoleak. Per the physician it appeared that the thoracic aneurysm expanded proximally and the stent graft has lost seal. It also appeared the stent graft has lost seal distally. The physician treated the patient with two valiant stent grafts that were implanted in the descending thoracic aorta to address the distal endoleak and a de-branch surgical arch repair of the great vessels followed by implant of a 44/44/200 valiant which was extended into the ascending arch. This partially covered the innominate, and covered the carotid and the subclavian arteries. There was a small type I endoleak at the end of the procedure; however, given the challenges during the case, the physician thought this was all they could do to treat this patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (stent graft was implanted in the ascending thoracic aorta).